Event description:
It was reported that a patient had increased right leg pain and there was possible spinal cord stimulation migration from falls. It was later reported that there was lead migration. Diagnostic methods on (B)(6) 2013 included an x-ray of the lumbar region with results showing that the lead was overlaying the t-10 level and an x-ray of the thoracic region with results showing that the lead was overlaying the t-11 level. It was noted that etiology was related to the device or therapy and not related to the implant procedure. It was reported that the severity was mild. It was later reported that the lead was replaced on (B)(6) 2013 and the outcome was noted as resolved without sequelae.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).